Event description:
The first tip was primed properly and the pre-insertion foot paddle test was performed for about 6 sec and was fine, we introduced it into the pt and little to no audible sound was heard and we removed it from the pt pressed the peddle again no audible sound was hear. The second was primed properly and the audible sound was intermittent, we introduced the hand piece and removed it before we pressed for whatever reason and pressed the peddle again no audible sound was heard we continued that for about 30 sec and determined it was defective.

Manufacturer narrative:
The units are not being returned for eval due to pt contact. Now microtips with pt contact are sent to lso for disinfection before being send to tenex for eval. It is not possible to verify an assignable cause without evaluating the alleged complaint units. Insufficient info for a complete investigation. The DHR for lot 36612-01 was reviewed. The units met mfg specs when released and there were no issues related to the complaint. There were (B)(4) units released from lot 36612-01. A review of lot history showed that there were (B)(4) units that failed for functionality. This lot has a failure rate of (B)(4).